Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
UDI (B)(4). . Per additional information, it is believed the leak was in the delivery shaft just proximal to the balloon. No relevant photographs, video, or imagery were provided. The delivery system was returned to edwards lifesciences for evaluation. Per visual inspection, a pinhole observed on distal end of distal triple marker. There were gouges on the flex tip. During functional testing the balloon was inflated and a small pinhole was observed on the distal end of the distal triple marker. A lot history review revealed no similar complaints for balloon leakage. The device history review was performed for the orders related to the manufacturing of the devices and components that could potentially contribute to the complaints. A review of complaint history from may 2018 to april 2019 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for ¿balloon - leakage¿ with returned devices. The complaints were confirmed but no manufacturing issues were identified in the returned product during engineering evaluation. Available information suggested that procedural factors and /or patient factors may have contributed to the event. No labeling or IFU inadequacies have been identified. Review of complaint history revealed that the occurrence rate did not exceed the control limits for this trend category. Therefore, no corrective or preventative action was required. A review of complaint data for april 2019 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category ¿leakage¿. During the manufacturing process, the entire delivery system is visually inspected and tested several times. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Commander delivery system with s3 IFU, and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. Based on the review of the IFU and training manual, no deficiencies were identified. The balloon leakage was confirmed based on condition of returned device. However, investigation of the device, complaint history, lot history and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the complaint event. Since valve deployment was successful, it is possible that the balloon was damaged during inflation. The balloon could have interacted with calcification during inflation causing the pinhole. Additionally, a review of complaint history suggests that patient and/or procedural factors may have contributed to the reported balloon leakage. Gouges were observed on the flex tip during visual inspection and are indicative of valve diving and high valve alignment forces. Although vessel information was not provided it is likely that tortuosity was present in the patient¿s vasculature. Performing valve alignment in a tortuous anatomy (non-straight section of the aorta) can cause the thv to unseat (noncoaxial placement of the thv in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip. It is possible that additional device manipulation was used to achieve the final valve alignment position that subsequently caused the valve struts to weaken the integrity of the balloon resulting in a pinhole during inflation. However, at this time a definite root cause was unable to be determined. Since no manufacturing/product non-conformances that would have contributed to the reported events or labeling/IFU/training deficiencies were identified, and a review of complaint history for the month of april 2019 did not reveal that the occurrence rate exceeded the control limit for this category, no corrective or preventive actions are required.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implantation of the 23mm sapien 3 valve by tf approach, a ¿pinhole rupture¿ was discovered in the 23mm commander delivery system just proximal to the balloon while use in the patient. Despite this, the valve was well implanted with no consequences for the patient.

Manufacturer narrative:
Update to reflect device return.